Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized with a diagnosis of hyperglycemia: blood glucose >600 mg/dl, nausea, polyuria, and polydipsia. Treatment on (B)(6) 2014 included insulin via injection and IV fluids. During troubleshooting, customer support found that the basal delivery totals in the total daily dose did not match active basal program total, and did not find cause for this variation. The basal history matches the active basal program settings. The patient discontinued pump therapy. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in the total daily dose was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Pump was exercised at 2 units and hour for 24 hours. All testing accurately recorded in pump histories. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.